Event description:
This lead was removed due to a possible fracture on (B)(6) 2011. The pt had stenosis and was therefore referred for an epicardial lead placement. This lead was replaced with a medtronic epicardial lead on (B)(6) 2011. This lead was retained by the hosp. Should add'l info become available, this file will be reopened.